Event description:
It was reported that during the hemorrhoidectomy procedure, the shears did not function properly - they switched to different shears to complete the case without incident. There was not patient consequence.